Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The customer reported experiencing issues with five sensors (serial numbers unknown) and all have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report in which a customer reported experiencing low reading issues and sensor failure messages while using the freestyle libre sensor. The customer reported that while using five sensors, "multiple freestyle libre 14 day sensors have failed after 11 days or more commonly gave erroneous mg/dl readings as the sensor ages so that on the 14th day the libre read 150mg/dl lower than my 2 one touch finger stick measuring devices, five (5) of the last 10 sensors have exhibited the failure response or loss of testing accuracy. Prior to these past months there was a failure rate of about (B)(4)." There was no report of any adverse event or third-party intervention due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The customer reported experiencing issues with five sensors (serial numbers unknown) and all have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report in which a customer reported experiencing low reading issues and sensor failure messages while using the freestyle libre sensor. The customer reported that while using five sensors, "multiple freestyle libre 14 day sensors have failed after 11 days or more commonly gave erroneous mg/dl readings as the sensor ages so that on the 14th day the libre read 150mg/dl lower than my 2 one touch finger stick measuring devices, five (5) of the last 10 sensors have exhibited the failure response or loss of testing accuracy. Prior to these past months there was a failure rate of about 10%." There was no report of any adverse event or third-party intervention due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.